Event description:
It was reported that the patient was not warming on the arctic sun device so they were switched to a second device. The patient was able to rewarm, but the flow rate stabilized at 1.1 l/min by changing the pad. Again, the flow rate dropped to 0.5l/min and stayed as low as 0.7 l/min. The complainant stated that the device was not programmed for neonates. Per follow-up on 22may2020, the charge nurse stated that she kept the first set of pads but the second sets of pads were discarded after the patient completed therapy using them. The available pads will be sent to bd for a quality check.

Manufacturer narrative:
The reported event could not be confirmed as no sample was returned for evaluation. A potential root cause for this failure could be, "belt temperatures too low after nip roller and heated section." The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "directions 1. Place the patient (1.8 - 4.5 kg; 4.0 - 9.9 lb) on the pad. Avoid placing the patients over the manifolds or other high pressure locations. The rate of temperature change and potentially the final achievable temperature is affected by pad surface area coverage, placement, patient size, and water temperature range. 2. The pad surface must be contacting the skin for optimal energy transfer efficiency. A) if desired, the center section of the pad can be wrapped around the patient¿s torso and secured in place using the velcro tabs provided. ¿ if this option is in use, ensure that the edges of the pad are away from articulating areas of the body to avoid irritation. ¿ place pads to allow for full respiratory excursion. (E.g. Ensure free movement of the chest and abdomen are guaranteed). ¿ the pads may be removed and reapplied if necessary. ¿ pads should be placed on healthy, clean skin only. 3. Due to the small patient size (1.8 - 4.5 kg; 4.0 - 9.9 lb) and the potential for rapid patient temperature change, it is recommended to use the following settings to the arctic sun® temperature. Management system: ¿ water temperature high limit: =40°c (104°f); ¿ water temperature low limit: =10°c (50°f); ¿ control strategy: 2. 4. Due to the small patient size (1.8 - 4.5 kg; 4.0 - 9.9 lb) it is recommended to use the patient temperature high and patient temperature low alert settings. 5. Place a core patient temperature probe and connect to the arctic sun® temperature management system patient temperature 1 connector for continuous patient temperature feedback. A rectal or esophageal temperature probe is recommended. 6. Verify patient core temperature with an independent temperature probe before and at regular intervals during use. 7. Attach the pad¿s line connectors to the fluid delivery line manifolds. 8. See arctic sun® temperature management system operators manual and help screens for detailed instructions on system use. 9. Begin treating the patient. 10. If the pad fails to prime or a significant continuous air leak is observed in the pad return line, check the connections, then if needed, replace the leaking pad. Once the pad is primed, assure the steady state flow rate displayed on the control panel is appropriate. The minimum flow rate should be 1.1 l/m. 11. When finished, purge water from pad." Correction: d10. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was not warming on serial number (B)(4) and was switched to serial number (B)(4) and then rewarmed and the flow rate stabilized at 1.1l/min by changing the pad. The flow rate then dropped to 0.5l/min and was the neonatal pads were switched, which had been as low as 0.7l/min. The patient stated that the device was not programmed for neonates. Per follow up on (B)(6) 2020, the charge nurse (B)(6) stated that she kept the first set of pads but the second sets of pads were discarded after the patient completed therapy using them. The available pads will be sent to bd for a quality check.